Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to hyperextension. During the operation, it was discovered that the threaded collar that houses the rhk modular hinge post was broken.